Event description:
The recipient's hearing performance with the device is affected after a trauma to the head. Reimplantation is being considered, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
The recipient's hearing performance with the device was affected after a trauma to the head. The recipient has been re-implanted with a new device.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient climbed the door, hung from the handle, fell backwards and hit her head on the floor in the region of the implant. Currently no further medical intervention is considered.

Event description:
The recipient's hearing performance with the device was affected after a trauma to the head. The recipient has been re-implanted with a new device.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.